Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a false empty detected and a use error, as there was an inappropriate bypass of the low drain volume alarm not including initial drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle ten. The patient's ultrafiltration reading was 1549ml, indicating the home patient (hp) drained 1549ml more than their maximum programmed fill volume of 1700ml. No additional information is available.